Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: trifuse is leaking right behind the filter. This is only happening when they are running something.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer reported trifuse is leaking right behind the filter. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: mz9270, lot#: 23029243. It was reported by the customer reported trifuse is leaking right behind the filter. This is only happening when they are running something. Verbatim: trifuse is leaking right behind the filter. This is only happening when they are running something. Additional info 16/02/2024. The dates that this occurred were january 29, 2024 and february 6, 2024. Bd rep (B)(6) picked up the trifuse on 2/9/24.